Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the hearstart xl was unable to shock. There is no indication of negative patient impact.

Event description:
The customer clarified that the heartstart xl was unable to charge the battery.